Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had low battery issues. Customer's blood glucose was 400mg/dl at the time of incident. It was reported that the battery lasted less than a week. It was reported that the insulin pump had low battery even after multiple battery changes. It was also reported that there was no damage on the battery compartment and battery cap. There was no indication that the issue was resolved during the call. The customer was ensured that the insulin pump will be replaced. The insulin pump will be returned for analysis.